Event description:
The patient is a (B)(6) week gestation male born at an outside hospital after induction for concerns for fetal anemia. He was noted at birth to be pale and jaundiced with a bilirubin of 12.7 mg/dl and a hct of 19. He was transferred to our hospital for an exchange transfusion. An umbilical venous catheter (uvc) was placed for the purpose of the transfusion. The patient was also undergoing antibiotic and triple phototherapy treatments for his jaundice. The next day, tpn infusions were begun using the uvc. The day after infusions were begun, the nurse caring for the patient was at the bedside shutting off phototherapy for the 02:00 lab draw. She noted blood backed up into the uvc and a strong odor of tpn coming from the bedside. She observed air in the uvc and fluid leaking from uvc catheter where the catheter meets the luer lock. The nurse pinched off the line and then notified the nurse practitioner who removed the catheter.